Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for probably the last few weeks, they would keep losing stimulation. Pt said they would still have a charge on the ins when that happened. Patient services specialist (pss) asked, pt said they would noticed stim had turned off when charging and when just using the controller or just laying down on the couch. Pt said they would usually just cough to check to see if they could still feel stim, but when this happens, they wouldn't feel stim when they cough. The patient was redirected to their healthcare provider to further address the issue if they noticed the issue continued after controller replacement previously reported.